Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device is not powering on correctly, getting a blank screen. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated they had replaced the pm pcba (power management printed circuit board assembly) 2 times, cpu pcba(central processing unit printed circuit board assembly), mc pcba (motor controller printed circuit board assembly), and lcd (liquid crystal display), and still have the same issue. The customer requested to return this device to the philips bench repair for evaluation.

Manufacturer narrative:
B4:03aug2021. The technician could not duplicate the complaint after extensive cooking. Per customer, the issue is possible is possibly being caused by the peripheral at the site. The customer wants the unit returned as-is. No repair was completed.